Event description:
Per the information provided to co by the physician's office, via co's international representative, the device was removed due to "infection due pseudomonas (pain)." As reported to co, the entire device was removed and replaced.